Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off label per the user guide. Customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed elevated bg by changing pump supplies and then administrating a correction bolus via pump. Reportedly, the customer reverted to an alternate method of insulin therapy.